Manufacturer narrative:
(B)(4). Medical product: mis qs femoral inserter/extractor catalog # 00-5983-092-00; lot # 63107124. (B)(6). Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-01438. Product location is unknown.

Event description:
It was reported that during a knee arthroplasty, the device fractured after taking it away from the mating implant. The devices fractured during impaction and cracks were noticed after removal due to usage of instruments.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical product: catalog #: unknown, unknown impactor pad, lot # unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-00051.